Event description:
The implantable cardiac defibrillator system was returned by a competitor with no information. A database search by serial number revealed the patient to be expired. The date of death was less than one year after implant. Follow up has been inconclusive, additional information has been requested and not yet received. No complaints, allegations, or previous contacts regarding the system have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and the analysis results revealed no anomalies found. (B)(4): the proximal segment was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment was returned, analyzed, and analysis results revealed no anomalies found.